Event description:
A report was received that the patient was having difficulty getting his battery out of hibernation. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient was able to get the battery out of hibernation. The device will no longer be explanted. No further course of action will be taken.

Event description:
A report was received that the patient was having difficulty getting his battery out of hibernation. The patient will undergo a revision procedure wherein the ipg will be replaced.